Event description:
A hosp reported that the flange in the chamber was not sealing adequately to prevent air flow from going down the IV tubing. The hosp attaches these IV sets to peripheral and central venous catheters. Because of the high risk to pt of air embolism they have directed that the set must not be attached to the central lines of a pt. It was found that the "1990" latex disc had a diameter of 2.2 cm and "1993" latex disc diameter was 2.3 cm. Therefore it was calculated that the old disc is 8/5% smaller than the current latex disc. In addition to the present difficulties with the overwelding of the struts researcher would suggest the larger latex disc would also have an affect. Co has confirmed that some of the rubber disks do not properly seal at the conclusion of an infusion. This can permit air to enter the line below the set. We have determined that the problem is related to the ultrasonic welding of the disk retaining cage to the bottom cap. The retaining cage is overwelded on some samples, resulting in a deformation of the retaining cage; this interferes with the rubber disk and can prevent proper shut off. Co has developed revised welding parameters for equipment at the mfg site and has completed test runs to confirm that the new parameters have corrected the problem.